Manufacturer narrative:
A lens serial work order search was performed for similar complaints within the work order search and no similar complaints were found within the work order search.

Event description:
The reporter stated that the surgeon was examining a 7.0 diopter single piece collamer lens model micl 13.7 and noticed 1 of the corners was missing, so he opted not to use it. No pt contact or injury.